Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and lead dislodgment was confirmed. During lv lead revision, acceptable threshold values could not be achieved so the physician decided to cap the lv lead and implant a new lead. The patient was in stable condition.